Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked fluid during use. The following information was provided by the initial reporter, translated from chinese: "a nurse in the department of cardiology reported that when the patient placed a catheter and indwelling needle for CT examination, he found that there was fluid leakage near the white isolation plug of the needle seat, which caused the patient to bleed.".

Manufacturer narrative:
A device history review was conducted for lot number 2137709. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a video was returned which displayed a device leaking from the wall of the septum chamber. This non-conformance has been confirmed. Although a video was submitted for evaluation, the sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked fluid during use. The following information was provided by the initial reporter, translated from chinese: "a nurse in the department of cardiology reported that when the patient placed a catheter and indwelling needle for CT examination, he found that there was fluid leakage near the white isolation plug of the needle seat, which caused the patient to bleed."